Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the transseptal puncture, the physician observed a small pericardial effusion after multiple attempts to make the transseptal cross. Upon review of the tee, and to ensure patient safety, the physician cancelled the procedure and the patient was transferred to the intensive care unit for close monitoring. The patient is stable and in good condition.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned at a later date, the investigation will be re-opened.